Event description:
A 24mm x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 12cm. Vessel morphology is unknown. It is reported that the stent graft was pulled down 1cm; therefore, an aortic cuff was placed with a good result. There were no stent deployment problems and no runner removal problems; however, it is reported the stent graft pull down was due to physician error. It is reported that successful outcome with exclusion of the aneurysm was achieved. No additional information is available regarding the complaint.